Event description:
It was reported on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing condition of atrial fibrillation. The procedure was conjoined with a radiofrequency ablation (rfa). The patient's left atrial pressure was 144 mmhg. The ablation was done prior to the occluder placement. Transseptal access was inferior and mid-line for the short axis. During the procedure the occluder was partially re-captured once due to the placement being too proximal. A wire exchange was done in the left upper pulmonary ventricle. Close criteria were met and the occluder was released from the delivery cable. Approximately one week post-procedure the patient presented with shortness of breath after a vigorous workout including pushups and squats. A 1.5cm pericardial effusion was noted on transesophageal echocardiogram (tee). The patient was medically managed and was stable. On (B)(6) 2025 the patient presented with chest pain and fluid was discovered around the heart under transesophageal echocardiography (tee) and computed tomography (CT). The patient had taken a 20-mile bike ride the previous day. The largest dimension of the circumferential effusion was 3cm. A pericardiocentesis was performed. A liter of blood was drained and a drain was left in place. On (B)(6) 2025 20cc of serosanguineous fluid was drained. On (B)(6) 2025 no fluid was drained and the drain was removed. On (B)(6) 2025 a tee and CT were performed and showed the occluder well-seated and completely occluding the left atrial appendage. There was no perforation noted, however the physician believed the occluder anchors rubbed against the pericardium, resulting in pericarditis, which was exacerbated by patient's active lifestyle. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported implant-related tissue damage-pericardial effusion resulting in pericarditis appears to be related procedural circumstances (the occluder anchors rubbed against the pericardium, resulting in pericarditis, which was exacerbated by patient's active lifestyle). The reported angina and dyspnea appeared to be related to pericardial effusion. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances as the patient went to the hospital for dyspnea and angina, medication was given, and pericardiocentesis was performed.